Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed the pump supplies to address the issue. Additionally, it was reported that an additional occlusion alarm occurred. Customer's blood glucose (bg) was 260 mg/dl. A system check was performed with tandem technical support and the occlusion was found to be within the cartridge. In addition, customer experienced a low bg level; bg value and cause were not provided as customer declined further troubleshooting with tandem technical support. Customer reverted to manual injections for insulin therapy.